Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by saw many "reached upper or lower hard limit" messages. "The reported device was received in brézins for investigation. Upon receiving the device, it was initially impossible to read the history data because a keypad button was always pressed. After replacing the keypad, the history data became accessible and confirmed the fault. When the device is switched on, an audible beep is emitted, and the button is pressed to silence the alarm. The syringe is then installed and selected. However, before the infusion is launched, the programmed flow rate changes on its own (with no tester action), and the audible alarm continues to sound. A cross-test confirmed that the keypad is defective. Based on this investigation, the root cause of this defect was found linked to a defective keypad and it replacement must be performed on the device. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: the syringe flow rate changes by itself and only increases. There was an internal quality control on this syringe pump in 2022 and a manufacture's overhaul in 2021. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.